Event description:
(B)(6) 2012 - it was reported by the consumer that the 65960 knee walker snapped and collapsed causing him to fall. The patient was using it to relieve pressure on the right foot. No immediate medical attention was sought, and it is not confirmed if it was ever done.